Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant products: soundstar catheter, catalog and lot numbers unknown. Pentaray nav eco catheter, catalog and lot numbers unknown. (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure for atrial fibrillation with a carto 3 system and a map shift occurred. There were no patient consequences. During mapping phase of a cartosound procedure, the map that was created using a soundstar catheter was inaccurate, either too high or too low relative to the fast anatomical map (fam) that was created with the pentaray nav eco catheter. It was noted that the difference in location was significant (centimeters apart). Three separate soundmaps were attempted and the issue persisted. There were no errors on the carto 3 system. No cardioversion was performed prior to the map shift, and no patient movement was reported. Map shifts occurring without patient movement/cardioversion performed can indicate a system malfunction. As a result, this event is MDR reportable.

Manufacturer narrative:
It was reported that a patient underwent an ablation procedure for atrial fibrillation with a carto 3 system and a map shift occurred. The investigational analysis has been completed. The user attempted 3 different sound maps and the issue persisted. No errors were seen on the carto 3 system. There were no metal errors. Field service engineer fse follow up indicated system evaluation was requested for the issue seen. The reported issue is not a map shift, but a misalignment between two kinds of maps: ultrasound catheter uls map and fast anatomical mapping (fam). Fse performed acceptance testing procedure atp testing per the account's request. No issue found. System is ready for use. The device history record (DHR) review was performed by the manufacturer and no anomalies related to the reported issue were noted in manufacturing or servicing of this equipment. Manufacture ref no: (B)(4).

Manufacturer narrative:
Additional information was received on 8/29/2018, indicating the manufacture date 7/5/2016. Corresponding fields of this report have been updated. Manufacture ref no: (B)(4).